Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient had been unable to void since early morning on the day of the report. They also couldn't increase the stimulation due to vaginal pain. It was noted that the trial began the day prior to the report. On (B)(6) 2017, it was reported that the patient's symptoms were much worse, rating them at a 2. It was further reported on (B)(6) 2017 that the patient had been much better. The wednesday and thursday prior were horrible because they went between 12 and 13 hours without being able to void, which made them miserable and think about going to the ER. It was noted that they changed the leads on (B)(6) 2017, but they were still unable to void, just like on the other lead. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.